Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Surgical intervention was performed and during an attempt to reposition the rv lead, the physician had to use 30 turns to extend the helix. After positioning the lead, it exhibited a high out of range pacing impedance measurement of greater than 4000 ohms. During the extraction, the helix would not retract properly either causing the physician to believe the lead may have fractured. The rv lead was eventually explanted and replaced. No additional adverse patient effects were reported.